Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the right atrial (ra) lead resulting in pacing inhibition and inappropriate atrial tachy response (atr) episodes. The involved ra lead is a non boston scientific product. Additionally, boston scientific technical services (ts) noted true pacemaker mediated tachycardia (pmt) episodes. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.